Event description:
It was reported that the patient had been to the emergency room with hyperglycemia. The patient's dexcom was reading low but their blood glucose was over 400 mg/dl when monitored at the hospital. The patient wore the pod longer than 48 hours. The patient had not been released from the hospital yet.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.